Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a nephrectomy, while firing the device and after inserting the reload, it did not open. The maneuvers described by the provider were done and it remained unopened. Another stapler was opened and worked perfectly. Surgery was delayed two minutes, but was successfully completed with the replacement stapler. No fragments were generated and there were no patient consequences. No other medical intervention was required.